Manufacturer narrative:
Product analysis: at analysis it was determined that the display was missing pixels and that the device could not sense correctly. The quote for the repairs was not accepted and the customer requested the device be returned to them. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for inspection and subsequently tested out of specification. There was no patient involve ment.

Manufacturer narrative:
Additional analysis information: it was noted that the device failed sense high and that the main board was replaced. If information is provided in the future, a supplemental report will be issued.